Manufacturer narrative:
The ft4 and ft3 results for the sample from (B)(6) 2017 have been updated. The sample from (B)(6) 2017 was submitted for further investigation. An investigation of interference was carried out and the results indicated an interfering factor to a component of the assay. The presence of an interfering factor, which could contribute to falsely elevated values for the ft4 and ft3 assays, is most likely present in the investigated sample. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The incidence rate of the identified interfering factor is monitored on a quarterly basis. A new sample was drawn from the patient and was run on a cobas e602 on (B)(6) 2018. The tsh results were 4.25 miu/l and 4.10 miu/l, reference range 0.25-5.00 miu/l. The ft4 results were 1.38 ng/dl and 1.39 ng/dl, reference range 0.93-1.70 ng/dl. The ft3 results were 3.80 pg/ml and 3.72 pg/ml, reference range 2.00-4.40 pg/ml. These results are now similar to the previous abbott results. Investigation is currently ongoing.

Manufacturer narrative:
For the new sample that was drawn on (B)(6) 2018, an interfering factor was not detected. The interfering factor that was present in patient sample from (B)(6) 2017 is not present anymore. The ft4 ii and the ft3 iii values were within the normal reference range.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of questionable results for 1 patient sample tested for elecsys tsh assay (tsh), elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module compared to an abbott architect analyzer. Of the data provided the ft4 ii and ft3 iii results were reportable malfunctions. This medwatch will cover ft4 ii. (B)(6). Refer to the attachment for patient data. The initial ft4 ii result was released outside of the laboratory, but was questioned by the physician based on previous results and decided to run the sample on another analyzer, a abbott architect. There was no allegation of an adverse event. (B)(4). The customer believes the patient sample may contain an interference with the test. The investigation is still ongoing.